Manufacturer narrative:
(B) (4). The phacoemulsification machine was examined and tested by an amo authorized service representative at the customer location. No issues were found with the operation of the equipment that related to the reported event. The clinic reported that the surgeon's vacuum settings were not set up correctly. An amo phaco specialist reviewed proper set up procedure with the doctor and clinic staff. The equipment meets all specifications and is continuing to be used by the clinic.

Event description:
During a cataract extraction procedure, the clinic reported experiencing a posterior capsule tear in the patient's operative eye. The patient required unanticipated sutures to close the wound. The patient is expected to have a good outcome.